Event description:
It was reported to philips that the table performed an uncommanded movement. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.